Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that when the microscope was connected and tested to resin head model and reference frame divot, the microscope was accurate and performed as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the microscope was having power issues with the uninterruptible power supply (ups). The health care professional (hcp) wanted to make sure the calibration was not disrupted. The site checked the accuracy to the resin head model and reference frame divot with good accuracy. No patient was present at the time of the event.

Manufacturer narrative:
Correction: MDR contact inadvertently entered incorrect.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the anomaly. The investigation found that the reported issue was unrelated to the software of the navigation system.